Event description:
A nurse reported that when performing phacoemulsification during a cataract surgery, the surgeon experienced low vacuum. The handpiece and the phaco tip were changed, however, the issue persisted. After that the cassette was replaced, and that resolved the issue. The procedure was completed without consequences to the pt. A product sample was requested, but it was discarded by the surgical staff after the completion of the procedure. There is no additional info available for this case as per the reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).